Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the device could be used with no problem until the specimen was taken from cavity. After that, the balloon exploded and the device could not be secured. A new device was opened to complete the procedure. Broken pieces (about 1cm long) fell into cavity, but were retrieved. No bleeding occurred. There was no harm to the pt. Operative time was not extended more than 30 minutes. No pt injury reported.